Event description:
It was reported that bd phaseal¿ protector p50j had foreign matter. The following information was provided by the initial reporter: the customer reported about fm found when unpacking. Bdj confirmed a black fm inside of bladder.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-30. H6: investigation summary: one sample was provided to our quality team for investigation. Upon visually inspecting the photo, a hair was observed under the film of the expansion chamber. A device history review was performed for the suspected lots 2002130, 2002136, 2003103, 2003141, and 2003142, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter and perform clearly defined cleaning according to procedure . All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is likely due to personnel not following the proper gowning procedure. Manufacturing personnel have been notified of this incident to increase awareness of this matter. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd phaseal¿ protector p50j had foreign matter. The following information was provided by the initial reporter: the customer reported about fm found when unpacking. Bdj confirmed a black fm inside of bladder.